Manufacturer narrative:
(B)(4) d10: unknown liner; item number# unknown; lot number# unknown. This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, d2a, d4, d10, g3, g6, h2, h3, h4, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: fluoroscopic image of the hip confirms acetabular cup screw has penetrated through the screw hole, now residing deep and medial to the acetabular cup. A definitive root cause cannot be determined. It is not known whether the screw was hit upon removal of liner or if the screw had pushed through prior to removal. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that during a revision surgery to replace the cup liner, the liner-removal screw contacted and displaced the cup-fixation screw, resulting in penetration through the screw hole. The penetrated screw was subsequently extracted without complication.

Manufacturer narrative:
(B)(4). G2: foreign: japan . Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.